Event description:
Consumer alleges that a screw that holds the spreader bar to the lift has come undone causing the spreader bar to un-attach.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.